Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they experienced high blood glucose levels of 405 mg/dl. The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 405 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed low battery during a battery exchange and after it the pump did not turn on. The customer stated the insulin pump was not exposed to moisture. The insulin pump did not work when tested. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and low battery alert noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.